Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose level was 11 mg/dl. The customer current blood glucose level was 218 mg/dl. The customer was treated with food and cups of coffee. The insulin pump will not be returned for analysis.